Event description:
Initial info was received from a consumer on (B)(6) 2011: a (B)(6) male consumer with no history of immunological or collagen-vascular disease received poly-l-lactic acid (sculptra aesthetic) (lot # unk, expiration date unk) six weeks ago ((B)(6) 2011) and another injection of poly-l-lactic acid (6 cc) two weeks ago ((B)(6) 2011) for cosmetic use. He received poly-l-lactic acid in his temples, cheek bone, and orbit of eye. He stated that he was over injected on both sides but there was more on the left side. The caller states that his temples were fine but his cheek bone area was too thick and there was more in the left side. He experienced a disproportional thickness as well as an asymmetry. At the time of the report the event was not recovered. No further relevant info reported. Pharmacovigilance comment: sanofi-aventis company comment (B)(4) 2011: facial asymmetry may have been induced by over-injection of sculptra or injection site edema. The nature of event has not been confirmed by the treating physician. Additional info including biopsy has been requested.